Manufacturer narrative:
The insulin pump was received with unexpected restart alarm and erased memory after battery change due to broken solder joint of c13 on interface board. Pump passed idle current test, run current test, self-test, off no power test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No alarm noted. Pump downloaded properly to the carelink pro software noted. Pump was received with minor scratched display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they experienced unexpected restart alarm and signal too low alarm. The customer's blood glucose value was unknown. The customer stated that they used the temporary basal at work but was not sure if the temporary basal was running. The alarm occurred shortly after new battery insert. The product was returned for analysis.